Event description:
Same case as MFR # 2134265-2008-00547 and 2134265-2008-00548. It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the very tortuous, severely calcified and 99% stenotic proximal left circumflex artery. The physician advanced the 3.0 x 12mm quantum maverick balloon to the lesion and inflated it to 10 atms on the second inflation and it ruptured. Then the physician advanced a 3.0 x 15mm quantum maverick balloon to the lesion and inflated it to 11 atms on the first inflation and it ruptured. The physician then advanced 2.5 x 15mm quantum maverick balloon to the lesion and inflated it to 11 atms on the first inflation and it ruptured. There were no pt complications. The devices were removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good."

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and prod specifications. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.